Event description:
It was reported to medtronic neurosurgery that during the procedure, the physician found that the valve was leaking. According to the report, the physician used a new device to complete the surgery. The report stated that there was no influence on the patient.

Manufacturer narrative:
The valve was patent. It did not meet the requirements for leakage, siphon, reflux or pressure-flow testing at -50 cm hydrostatic pressure (hp) due to a small tear in the top membrane of the delta chamber. It is unknown how or when the damage occurred. The device met the requirements for pre-implantation testing and pressure-flow testing at 0cm hp. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).